Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that an anterior vault with myopic shift occurred approximately 10 weeks post implant. Upon dilation the physician noticed fusion of anterior and posterior capsules with forward displacement of iol. A central yag capsulotomy was performed unsuccessfully. The physician is evaluating additional treatment options.

Manufacturer narrative:
The lens was not returned to b+l for evaluation and the lot number of the device was not provided therefore a device history record review could not be performed. Based on the current information the root cause of the event could not be conclusively determined.